Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 2.70 mg/day via an implantable pump for non-malignant pain. It was reported that the pump flipped. A pump pocket revision was performed to re-flip the pump to correct position and suture in pocket. Diagnostic tests/troubleshooting performed was unknown. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was resolved as of the date of (B)(6) 2020. The patient was without injury regarding that status as of (B)(6) 2020. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.